Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine generator change-out procedure, it was noted that this right atrial (ra) lead's terminal pin was able to be pulled away from the metal collar. It was noted that the measurements on the lead were normal. Boston scientific technical services (ts) discussed with the field representative that it was the physician's decision as to whether to use the lead or not and potential ways to further evaluate the integrity of the lead. No adverse patient effects were reported and the lead remains in service.